Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp user advanced the stent delivery system through wire guide to desired position and ready to deploy the stent but found out the stent cannot be deployed after pressing the release tigger. User retracted the stent delivery system from patient and found out the sheath broken. User changed to a new stent to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2155260 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th jan 2026. On evaluation of the device, the following was observed: visual inspection: red marker indicator appears to be broken off and not returned, directional button in recapture position, safety wire returned in place, kink observed approx 12cm & 132cm from white tip, flexor break observed at 25cm from white tip. Functional inspection: actuating with resistance for deployment and recapture, unable to deploy stent, handle open, all components intact, safety wire removed with resistance. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to a potentially difficult or tortuous patient anatomy. It is possible that during advancement or deployment, a tortuous path may have been resulted in resistance which could have caused a kink in the outer sheath. This may have resulted in a build-up of pressure, causing stent deployment difficulties. Additional stress on the delivery system during the attempted deployment, could have increased the pressure within the device which led to the flexor to break and subsequently, the inability to deploy the stent. Another possible root cause may be attributed to the flexor possibly getting pinched by the elevator creating a weak point and breaking during the attempted deployment, subsequently causing issue reported. The damage of the red marker indicator broken off observed in the device evaluation likely occurred after the procedure and during the returns process back to cook ireland. Several attempts were made to gain more information regarding this event, however no new information was received. Should this become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during ercp, the user advanced the stent delivery system of an evo-fc-10-11-6-b device of lot number c2155260 through wire guide to desired position. They were ready to deploy the stent but found out that the stent cannot be deployed after pressing the release trigger. User retracted the stent delivery system from patient and found out the sheath broken. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The user changed to a new stent to complete the procedure. A possible root cause could be attributed to a potentially difficult or tortuous patient anatomy or the flexor possibly getting pinched by the elevator creating a weak point and breaking during the attempted deployment.

Event description:
A supplemental report is being submitted due to completion of the investigation on 17-feb-2026.